Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter experienced guidewire stuck. The device was prepared according to instructions for use. Upon insertion into the body, the guidewire had high resistance advancing beyond the slider switch in the handle. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.